Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset. The cause of the event was not reported. On an unreported date, the patient was transferred to continuous ambulatory peritoneal dialysis for the treatment of peritonitis. Further treatment detail for the event was not reported. On an unreported date, extraneal and physioneal therapies were discontinued. At the time of this report, the patient was recovering. No additional information is available.